Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ insulin pen needle separated during use. No serious injury or medical intervention was reported.

Event description:
It was reported that bd ultra-fine¿ insulin pen needle separated during use. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1/2cc syringe. Customer states that the needle hub separates from the syringe. The syringe was returned with the hub-needle assembly and the shield separated from the barrel. The barrel was examined and exhibited a broken barrel tip. Sample was forwarded to manufacturing (holdrege) on 16nov2018 for further review. On 26nov2018, holdrege received one (1) loose 0.5ml, 8mm syringe from reported batch# 7100858. All samples are decontaminated per hstr-17 and hqa-68 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The returned sample was visually inspected and was noted to have been received in 3 pieces: 1 - cannula shield, disassembled from the remainder of the components/device; 1 - unshielded needle assembly with noted portion of barrel tip within the interior of the hub; 1 - the remainder of the syringe (barrel, plunger rod/stopper, cap). No additional damage to any components was noted during this evaluation. Probable root cause is likely to be a jam on the ffs (form fill & seal) equipment, during formation and packaging of the polybags. When this type of event occurs, any portion of the syringe and/or component(s) may be involved in the jam and exhibit varying degrees of damage, such as that which is noted from the returned sample. A review of the device history record was completed for batch# 7100858. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200694301, 200691866] noted that did not pertain to the complaint. There was one (1) notification [200694301] noted for cracked hubs. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle hub separates during use on lot # 7100858. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken barrel tip). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time.